Event description:
Boston scientific crm received info that the pt with this cardiac resynchronization therapy defibrillator (crt-d) died in 2009. The cause of death is unk. It is also unk if the device contributed to this pt's death.

Manufacturer narrative:
Printouts from the last interrogation performed in 2009, were sent for eval. Prior to the pt's death, the arrhythmia log book recorded numerous atrial tracking rate (atr) mode switches at about four weeks prior. Electrocardiograms were not available. The recorded pacing impedances on all three leads were within normal limits and the shock impedances were stable between 36 to 38 ohms. The last threshold test was performed 5 days prior interrogation, and the values were also within normal ranges. The crt-d was explanted, and is being returned for laboratory analysis. No additional info is available. Once the device is returned and analysis is complete, this report will be updated.